Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) an elevated blood glucose (bg) level of 553mg/dl, with an unknown cause. The customer attempted to resolve the issue by a correction bolus. Subsequently, the customer went and was admitted to the hospital where an insulin drip and unspecified fluids were administered to address the high bg. Reportedly, the customer was released from the hospital three days later with no permanent damage.